Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump¿s inaccurate delivery issue was not duplicated. Review of black box data did not find any evidence of the reported issue. The last basal and bolus deliveries were completed a little over a month after the complaint date and the total daily delivery added up correctly and reflected the user¿s programmed basal rate. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient¿s blood glucose (bg) was as low as 21 mg/dl with cognitive impairment. No information was provided regarding any treatments that the patient had received. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that the low bg excursion recurred weekly since about three months ago when there were only 70 units left in the cartridge. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. No information was provided with regard to potential causes for bg issues or potential causes for perceived inaccurate delivery issues. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.